Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as patient made an unspecified mistake. On the same day as the event onset, the patient was hospitalized for the event. One day after the event onset, the patient was treated with amikacin injection (150mg, ongoing, route, frequency not reported), vancomycin injection (1gm, ongoing, route, frequency not reported) and ceftriaxone injection (200mg per bag, intraperitoneal, ongoing, frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering for the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.